Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the low speed and pump stoppage events; however, a specific cause for these events could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained approximately 1 day of data, ranging from day 0, hour 0, and minute 0 to day 1, hour 10, and minute 17. At the beginning of the file, the pump was stopped several times, consistent with the report that the patient performed a controller exchange. Following the controller exchange, several low speed events were observed approximately 4 and 14 minutes later. The pump ramped back up to its set speed without issue until a day later, at the end of the file, when the pump stopped two more times, resulting in low speed and low flow alarms. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The heartmate ii lvas patient handbook, rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for vad-0718 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2007. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer¿s report # 2916596-2021-00862. It was reported that the "replace system controller" appeared on the system monitor for system controller epc44720. The patient performed a controller exchange on 08feb2021 because his previous system controller epc44722 would beep on battery power and the power module. The submitted log files noted pump stops at the end of the log file. There were also pump stops at the beginning of the log files but those were due to the driveline disconnects during the controller exchange. The patient's controller was running off the backup microcontroller (mcu) and it was active throughout the complete log file. Technical services was unsure what caused this but recommended a controller exchange.